Manufacturer narrative:
(B)(6). On (B)(6) 2015 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit will not start/power button doesn&#38176;work/ unit alarms not functional . The key failure is the power switch is broken. Additional documentation identified on the irs notes is no alarm which is the basis of this FDA report.